Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp), had a leak in pneumatic interface module.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. Corrected fields: e1,g2, h6(health effect ¿ clinical code, health effect ¿ impact codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion), h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a pim leak. If any further information is provided, the complaint will be processed accordingly.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4; d9; e2; e3; h11. Corrected fields: h3; h6 type of investigation, investigation conclusion. The fse found that the safety disk was leaking. The fse replaced the safety disk (d202-00-0140). The unit passed all functional and safety tests and was returned to customer. Based on the evaluation results provided by the field service engineer, the failure occurred due to defective ¿safety disk¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a pim leak during the leak test. Patient involvement is unknown.